Event description:
Customer was sitting on unit in front of home. The rear tire rim shattered. Due to the force, pieces of the rim struck the customer's grandson's legs causing cuts and abrasions. They did not seek medical attention.